Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the pump bolus history could not be viewed. Customer exited the history screen and upon reopening screen, bolus history was displayed. Customer's blood glucose was 180-196. Customer continued pump therapy.